Event description:
It was reported that there was a power on reset (por) condition. The patient had radiation for cancer treatment on 2014-(B)(6) and following the treatment the problems started. The patient also had radiation on 2014-(B)(6).the patient met with a manufacturer representative and the por was cleared with a clinician programmer. Impedances were normal and the patient programmer showed that the implantable neurostimulator (ins) battery was full. It was later reported that the patient was doing well with no symptoms or interruption of therapy and the por was ¿simply a result of undergoing radiation treatment for cancer.¿

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3550-39, lot# n334554, implanted: 2012-(B)(6), product type accessory. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 8840, serial# unknown, product type programmer, physician. (B)(4)